Event description:
It was reported that the patient presented for post-operative follow-up. It was noted that the leadless pacemaker (lp) was failing to capture and sense. X-ray was performed and revealed the lp had dislodged and traveled to the atrium. The lp was retrieved and replaced. There were no patient consequences.